Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin. Only the proximal lead fragment was returned and subjected to an extensive analysis. In the course of the analysis, signs of abrasion were noted along the lead fragment. However, no deviations were noted on the fragment, which can be considered to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the pacing threshold gradually increased. The lead was partially explanted and a new lead was implanted during a scheduled ICD replacement procedure.